Event description:
The recipient is reportedly experiencing loss of lock. The recipient is presenting with loss of sound. Device testing could not be completed due to loss of lock. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information sections: h.10, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. Lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed an electrical test performed. The residual gas analysis (rga) test was above the test limit. It is believed that the failure of the implantable cochlear stimulator device was caused by a loss of hermetic seal, which was concluded from the assessment of the residual gas analysis data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. It is believed that the failure of the implantable cochlear stimulator device was caused by a loss of hermetic seal, which was concluded from the assessment of the residual gas analysis data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.